Event description:
Customer reported that the device showed the wrench and battery icons on the readiness indicator. The device was returned and evaluated at the failure analysis center. It was observed that the device locked up during the 3 am self test and the alert started beeping. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of malfunction to be a failure of ic chip, designator u9, from the digital pcb assembly. A replacement device was provided to customer.